Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old male patient experienced a loss of pulses (ischemia) while on the impella cp for mechanical circulatory. As a result of the noted issue, peel away sheath was removed.